Event description:
It was reported that patient was revised on a right hip due to unknown reason.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown x3 insert. Additionally, an unknown head was reported. Based on the minimal information available, it cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
It was determined that this event is a duplicate of MFR. Report # 2249697-2015-00121 (stryker reference 725741). When available, investigation results will be submitted under MFR. Report # 2249697-2015-00121.

Event description:
It was reported that patient was revised on a right hip due to unknown reason.